Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ smartsite¿ texium¿ secondary set disconnected spontaneously. The following information was provided by the initial reporter: "the tubing is disconnecting at the end of the chamber where tubing connects."

Manufacturer narrative:
Investigation summary: a photo was received by customer with the complaint of separation. The separation below drip chamber (on material #10013364t) is obvious and verifies the complaint but without more evidence like a physical sample for testing, the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, a CAPA (corrective action preventative action) (B)(4) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that bd alaris¿ smartsite¿ texium¿ secondary set disconnected spontaneously. The following information was provided by the initial reporter: "the tubing is disconnecting at the end of the chamber where tubing connects."

Event description:
It was reported that bd alaris¿ smartsite¿ texium¿ secondary set disconnected spontaneously. The following information was provided by the initial reporter: "the tubing is disconnecting at the end of the chamber where tubing connects."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.